Event description:
The customer reported the subject device was not displaying an image. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (no image) was confirmed and found to be due to circuit board failure caused by fluid ingress. In addition, service found water ingress from the cable, the cable was twisted, and the control unit was discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty circuit board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.